Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: ip board defective. Correction: replaced the ip board msp160642. - hamilton medical ag complaint number: cer 154761 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: technical event 1246032 during ventilation.

Event description:
The following was reported to hamilton medical ag: summary: technical event (B)(4) during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: ip board defective. Correction: replaced the ip board (B)(4).